Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This product was manufactured in accordance to all drawing requirments. Therefore this complaint is invalid from a manufacturing standpoint. The product evaluation visual inspection revealed that the product returned in one piece with all geometry present but in used, not as new condition. Cosmetically there is surface staining present about the shaft. Product was returned with deformed spline features of the stardrive geometry. Owing to the condition of the damaged splines of the stardrive and the inability to obtain reliable measurements, the finiding for this complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported that during an orif wrist procedure a t8 screwdriver tip broke off. All pieces were retrieved and there was no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)